Event description:
Pt's family member reports pt went through theft detector and experienced increase in stimulation particulary at ipg site; MFR avised pt's family member to follow up with the pt's physician.